Event description:
It was reported that intermittently an empty cartridge alarm occurred while the cartridge was not empty. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued using the pump for insulin therapy, reverting to alternate method of insulin therapy as needed, until the replacement pump arrived.